Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 180 mg/dl. Reportedly, the event was resolved prior to the report.